Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a volume failure. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation showed scratched lens and worn upstream occlusion (uso) seal. This device has not been in for service in the review period. There was no applicable evidence to review in the event history. Primary reported problem, volume failure, was verified by accuracy testing. The cause is the expulsor assembly. Replaced the expulsor assembly to correct the issue. The device passed all functional tests after the repair.